Event description:
It was reported that lv lead was capped/abandoned due to loss of capture with no asystole. As per patient outcome, rv lead repositioned, increased follow-up, patient hospitalized, medical or surgical intervention.